Manufacturer narrative:
The biomedical engineer (bme) reported that their telemetry unit's numbers are dropping on and off the central nurse station (cns) and that this was happening to all of their cns as well as rns that are currently monitoring telemetry units as well as bedside monitors. There were no error messages shown on the cns (communication loss/signal loss). Nihon kohden technical support had the bme reboot the cns, org and switches but this did not work. The bme reported that about 20 minutes after the initial call to nihon kohden technical support had ended that everything began to work again as normal. No further troubleshooting was done on their end and or by nihon kohden technical support. No patient harm or injury reported. No further similar reports of this type have been made since this initial report. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/07/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/09/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that their telemetry unit's numbers are dropping on and off the central nurse station (cns) and that this was happening to all of their cns as well as rns that are currently monitoring telemetry units as well as bedside monitors. There were no error messages shown on the cns (communication loss/signal loss). Nihon kohden technical support had the bme reboot the cns, org and switches but this did not work. The bme reported that about 20 minutes after the initial call to nihon kohden technical support had ended that everything began to work again as normal. No further troubleshooting was done on their end and or by nihon kohden technical support. No patient harm or injury reported. No further similar reports of this type have been made since this initial report.

Event description:
The biomedical engineer (bme) reported that their telemetry unit's numbers are dropping on and off the central nurse station (cns) and that this was happening to all of their cns as well as rns that are currently monitoring telemetry units as well as bedside monitors. There were no error messages shown on the cns (communication loss/signal loss). Nihon kohden technical support had the bme reboot the cns, org and switches but this did not work. The bme reported that about 20 minutes after the initial call to nihon kohden technical support had ended that everything began to work again as normal. No further troubleshooting was done on their end and or by nihon kohden technical support. No patient harm or injury reported. No further similar reports of this type have been made since this initial report.

Manufacturer narrative:
The biomedical engineer (bme) reported that their telemetry unit's numbers are dropping on and off the central nurse station (cns) and that this was happening to all of their cns as well as rns that are currently monitoring telemetry units as well as bedside monitors. There were no error messages shown on the cns (communication loss/signal loss). Nihon kohden technical support had the bme reboot the cns, org and switches but this did not work. The bme reported that about 20 minutes after the initial call to nihon kohden technical support had ended that everything began to work again as normal. No further troubleshooting was done on their end and or by nihon kohden technical support. No patient harm or injury reported. No further similar reports of this type have been made since this initial report. Investigation summary: the customer reported that numerics are intermittently dropping on the cns and rns monitoring tele units and bedside monitors. Waveforms may also be affected. The issue occurred across all cns and rebooting the devices did not resolve it. No error messages were displayed on the cns. The bme provided the ip addresses of the cns and orgs. Contact was made with cits to investigate server-side/network issues, but no vpn access was available. Biomedical engineer later informed nk that the issue was resolved on its own, approximately 20 minutes after the call ended. No further troubleshooting was conducted. As the reported issue of numerics dropout was resolved without assistance from nk personnel, it is unlikely that the reported issue occurred as a result of an nk device malfunction. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. As numerics are communicated through a network, it is likely that the root cause is related to the customers hospital network environment. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.